Event description:
Customer, (B)(6), from (B)(6) reported to hologic a potential false-negative CT results. Customer reported that 9 out of 57 samples that were ac2 negative with the aptima ac2 kit have been re-tested with the act confirmatory kit and all 9 gave a positive CT result with a high rlu value of >1000s rlu. All samples were from routine testing from all over germany. The 9 samples will be sent to hologic for investigation. (B)(6) informed he will set up sequencing in his own lab and will provide panther files on ac2 from the last 12-18 months. An on-going investigation and risk assessment are in process at hologic regarding this complaint.

Manufacturer narrative:
Samples were not sent to hologic for sequence testing. Instead they were tested with a different CT assay which gave inconsistent results. It was concluded by the laboratory that the affected samples were low titer infections and not associated with a CT mutation. There was not enough sample left for sequencing and the issue is unconfirmed.

Event description:
Customer in germany reported to hologic a potential false-negative CT results. Customer reported that 9 out of 57 samples that were ac2 negative with the aptima ac2 kit have been re-tested with the act confirmatory kit and all 9 gave a positive CT result with a high rlu value of >1000s rlu. All samples were from routine testing from all over germany.

Event description:
See section 10 for supplemental for the final report. Customer in germany reported to hologic a potential false-negative CT results. Customer reported that 9 out of 57 samples that were ac2 negative with the aptima ac2 kit have been re-tested with the act confirmatory kit and all 9 gave a positive CT result with a high rlu value of >1000s rlu. All samples were from routine testing from all over germany.

Manufacturer narrative:
The customer informed hologic that the samples were send to the robert koch institute for sequencing. The provided results confirmed that all sequenced ac2neg/equiv actpos samples were CT-wild type which indicated that the specimen did not have the finnish variant - therefore, are not the same chlamydia mutation.

Manufacturer narrative:
Samples were not sent to hologic for sequence testing. Instead they were tested with a different CT assay which gave inconsistent results. It was concluded by the laboratory that the affected samples were low titer infections and not associated with a CT mutation. There was not enough sample left for sequencing and the issue is unconfirmed.

Event description:
See section 10 for final report. Customer in germany reported to hologic a potential false-negative CT results. Customer reported that 9 out of 57 samples that were ac2 negative with the aptima ac2 kit have been re-tested with the act confirmatory kit and all 9 gave a positive CT result with a high rlu value of >1000s rlu. All samples were from routine testing from all over germany.